Manufacturer narrative:
Device returned for evaluation. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. Deformation and misalignment were evident to the distal stent wraps with struts raised. The distal shaft and the core wire were kinked. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel due to the damaged shaft and core wire. No other damage evident to the remainder of the device. Two angiographic images were also provided for review. The first image confirms a severely tortuous, moderately calcified lesion located in the mid circumflex (cx) artery. The second image confirms the delivery of the telescope guide extension catheter through the vessel. Angiographic image provided confirms a guide extension catheter was advanced through the vessel. A stent was delivered through the guide catheter. There are no images provided capturing the withdrawal of an undeployed stent. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent and one 6 french telescope guide extension catheter to treat a severely tortuous, moderately calcified lesion exhibiting 70-80% stenosis located in the mid circumflex (cx) artery. The devices were inspected with no issues noted. The telescope device was removed from the packaging and prepped per IFU with no issues. Negative prep was performed on the resolute integrity device with no issues noted. The lesion was pre-dilated using a euphora ptca balloon catheter. The resolute integrity stent did not pass through a previously deployed stent. Resistance was encountered when advancing both devices. Excessive force was used during delivery of the stent. Excessive force was not used during delivery of the telescope. It was reported that the stent failed to cross the lesion. The telescope was then used to assist in delivering the stent, however the telescope also failed to advance and resistance was experienced during insertion. It was noted that anchoring balloons and other techniques were used but these techniques failed. It was stated that the patients blood pressure dropped and treatment of the cx vessel was abandoned. The patient was reported to be alive with no injury.